Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. A review of the device history was conducted and no issues were found during the manufacture of the device that would cause or contribute to the issue. A review of the event history log was conducted and no issues were found that would cause or contribute to the issue. External/internal inspection was performed and passed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Electrical testing passed, but functional testing failed for volumetric accuracy. The piston foam was found to be deteriorated. The device was sent to service to replace the piston foam. There is a CAPA open to address this issue. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.